Event description:
(B)(4). It was reported by the territory business mgr., that the in86ahanfr mechanical wheelchair caster housing was not holding, and was bending underneath the unit. There was no patient injury reported.